Event description:
Rep called and has a generator that is cracked that was involved in an incident that was on a pt. The circuit would not hold pressure, but the rt's decided to use it anyway and increased the flow to 12 to maintain a pressure of 5. The pt was not doing well, and had to be reintubated, pt was extubated the next day and placed on another flow with a new circuit and did fine. Pt is sending back the generator under rga#17548 and will send replacement.